Event description:
During an in-clinic follow-up, decreased defibrillation impedance was detected on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage. An x-ray was performed and revealed no abnormalities. The patient was stable and will continue to be monitored.